Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had downstream occlusion, failed vol and broken door. The event occurred during testing.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "downstream occlusion (dso), failed volume and broken door¿ was confirmed through visual inspection and dso/upstream occlusion (uso) test. Replaced, dso sensor, camshaft, camshaft sensor, and battery door. Further investigation found damaged pogo pin on printed wiring assembly (pwa) board, broken battery compartment. Replaced battery compartment and pwa board. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.